Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 45mg/dl. Reportedly, customer requested too large of a bolus due to inaccurate bg level displayed on non-tandem bg meter. Continuous glucose monitor reading was correct (45 mg/dl); however, customer requested bolus amount based on bg meter reading. Low bg was treated with pure sugar, and after bg stabilized, manual injections were used for insulin therapy. Reportedly, customer was not admitted to hospitalization, but instead remain in the ER for 2 days, then was discharged in stable condition (bg not provided).